Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their controller was not working since this past friday and they had been in so much pain. Patient stated that the stimulation would change by itself and patient mentioned they took the li battery pack out last night. Agent walked patient through adjusting stimulation, patient was able to feel stimulation in their back but patient mentioned they wanted to feel stimulation in their legs and feet. Patient mentioned the neuropathy in their legs and feet was killing. Agent asked and patient mentioned they only have group a. Agent reviewed role of manufacturer rep. The patient was redirected to their healthcare provider to further address the issue.